Event description:
It was reported that the patient experienced a shocking or jolting sensation while rocking in a rocking chair with adaptive stimulation enabled. A manufacturer representative planned to meet with the patient on (B)(6) to adjust her settings. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient did not report a shocking sensation, but rather a sensation of stimulation increasing and decreasing while rocking in a chair. The patient was reprogrammed to increase the range that her neurostimulator identified as an upright position. Following the reprogramming the patient rocked in a chair for 10-15 minutes with no issues. Stimulation was consistent and smooth, and it was reported that there was no problem with the devices.

Manufacturer narrative:
(B)(4): lead model 39565-65, serial# (B)(4), explanted: na; programmer model 37744, serial# (B)(4); recharger model 37754, serial# (B)(4).